Manufacturer narrative:
Device evaluated by manufacturer: the p elite ous mr 38 x 3.00mm stent delivery system (sds) was returned to the complaints investigations lab (cis). The manifold/hub could not be investigated as it was not returned for analysis. No issues were identified with the stent profile. There was no sign of damage, stretching or lifting of the stent struts. Visual examination identified the hypotube had multiple kinks along the shat of the device. The length of the shaft that was returned was 123cm in total from the tip of the device. No issues were identified with the outer / mid-shaft sections or the inner lumen of the device. The bumper tip showed no signs of distal tip damage. The balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A review of the stent positioning revealed no signs of movement were noted and the stent was set between the proximal and distal markerbands. The device analysis revealed no issues with the crimped stent, balloon cones or tip of the device. Device analysis identified multiple hypotube kinks and a shaft break with the manifold detached and not returned.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the device could not cross the lesion. The 80% stenosed target lesion was located in the moderately calcified and mildly tortuous left anterior descending artery (lad). A 38 x 3.00 promus elite mr stent was advanced for treatment, however, was not able to cross the lesion. A replacement promus elite mr stent was used to complete the procedure. There were no patient complications. However, the return device analysis revealed a detached shaft.